Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clea was selected for use, while the faradrive was inside the la, when inserting the farawave inside the faradrive a lot of air bubbles were detected. Steps were repeated two more times and air was still entering the faradrive. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath and its interfacing device(s), resulting in the occurrence of this event.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clea was selected for use, while the faradrive was inside the la, when inserting the farawave inside the faradrive a lot of air bubbles were detected. Steps were repeated two more times and air was still entering the faradrive. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.